Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after experiencing seven inappropriate shocks due to supra ventricular tachycardia (svt) episodes from their implantable cardioverter defibrillator (ICD). During the hospitalization, the patient was found to have a systemic infection and there were possible reports of vegetation being present on the right ventricular (rv) lead. The ICD system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.